Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends and kinks throughout its length. The embolization coil was intact with the pusher assembly and had offset coil winds. The introducer sheath was not returned for evaluation. Conclusions: evaluation of the returned handle revealed an undamaged, functional device. During functional testing, the handle was tested using a test fixture and performed within specification. The root cause of the detachment issue during the procedure could not be determined. Evaluation of the returned smart coil revealed offset coil winds along the embolization coil. If the device is advanced against resistance, damage such as this may occur. Further evaluation revealed bends and kinks throughout the length of the pusher assembly. This damage was not mentioned in the complaint and was likely incidental. The smart coil was unable to be re-sheathed with a demonstration introducer sheath due to the kinks in the pusher assembly and, therefore, the device could not be functionally tested. The root cause of the resistance experienced during the procedure could not be determined. Evaluation of the returned smart coil revealed offset coil winds along the embolization coil. If the device is advanced against resistance, damage such as this may occur. Further evaluation revealed bends and kinks throughout the length of the pusher assembly. This damage was not mentioned in the complaint and was likely incidental. During functional testing, the smart coil was re-sheathed with a demonstration introducer sheath. The smart coil was able to advance through its introducer sheath with resistance, but was unable to advance through the hub of the non-penumbra microcatheter due to the offset coil winds, and the smart coil could not advance any further. The root cause of the resistance experienced during the procedure could not be determined. Evaluation of the returned non-penumbra microcatheter revealed an undamaged device. During functional testing, a demonstration smart coil was advanced through the microcatheter without an issue. The root cause of the resistance experienced during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01553, 3005168196-2020-01554, 3005168196-2020-01555 .h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01553, 3005168196-2020-01554, 3005168196-2020-01555.

Event description:
The patient was undergoing coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils, a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil by pulling the proximal portion of the delivery system and after two attempts the smart coil detached. Next, while advancing the second smart coil through the microcatheter, the smart coil became stuck inside the microcatheter. Therefore, the smart coil was removed. Then, while advancing the third smart coil through the microcatheter, the same issue occurred. Therefore, the smart coil and the microcatheter were removed. The procedure ended at this point. There was no report of an adverse effect to the patient.